Manufacturer narrative:
This supplemental report was submitted to provide additional information. The camera head was evaluated and was unable to duplicate the problem, that the video connector has images problems. The device was tested with olympus test equipment and the color of reproduction was normal on all signals. Additionally, the unit was tested for several hours and all the signals and the color of reproduction were normal. Unit returned to stock. A review of the asset camera head's history was reviewed which indicated the asset device was last service/inspected on february 18, 2020 (no problems found). No device was returned to the original equipment manufacturer (omsc), however, an investigation was completed by the omsc and determined that there is no manufacturing, material or processing related cause for this failure mode. Based on previous investigation and since the customer noted that the paddle connection was failing, it is presumed that the locking of the video connector received was failing. The potential cause of the failure may be the degradation of the part due to prolonged use or the user may have pushed the video connectors into the video connectors with excessive force or attempted to remove the video connectors without releasing the locks. Omsc speculated that the image output also became unstable due to the instability of the locking. The instructions for attaching and removing the scope to the video connectors are described in the instructions for use which states, "push the video connector into the video connector socket of the instrument all the way until it clicks, holding this instrument with a hand so that it will not move. Confirm that the ¿up¿ mark points upwards. When a visera series endoscope or camera head is used, disconnect the video connector of the videoscope from the instrument, holding the instrument with a hand so that it will not move and push the locking lever down."

Manufacturer narrative:
The referenced video system unit was not returned to the service center for evaluation. Therefore the exact cause of the reported event cannot be conclusively determined. However, if additional information becomes available or if the video system unit is returned at a later date, this report will be supplemented accordingly.

Event description:
The technical assistance center was informed that during preparation of use, that when multiple camera head devices were connected to the video connection of the video system center unit a black image displayed. It was noted that a camera head functioned appropriately on a different video system. When the camera head was disconnected, color bars displayed. There was on patient involvement reported. The device will be returned to the service center.